Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was periodically undersensing atrial fibrillation (af) so it was not detecting the af. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 432-03 intermedics lead. Implanted: (B)(6) 1994. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.